Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information: what type of procedure was the device used in? A pulmonary lobectomy. On which firing did the event occur? 1st firing. Where was the location of the malformed staples - distal, proximal or in the middle of the staple line? Whole staple line. Where the malformed staples on the line closest to the cut line or in all of the rows? In all of the rows. Was a leak test performed or was the failure detected visually? No response. If buttressing material was used, what product? No response. Was the device fired over an existing staple line? No response.

Event description:
It was reported that during a lobectomy procedure the staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient. As the patient had infectious disease, sample had been discarded.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload present. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.